Event description:
Treatment of a left ophthalmic aneurysm. It was reported the pushwire broke off during pipeline deployment. The broken segment was successfully removed from the patient. No patient injury reported. Same event as MDR# 2029214-2012-00004.

Manufacturer narrative:
The pushwire was returned for evaluation in two broken segments. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. (B)(4).